Event description:
(B)(4). Dealer states there is intermittent motor brush issue on the elrpw legrest. The motor will stop and go intermittently. No injury reported, no additional information per dealer.